Event description:
Revision surgery - infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 11644408-2023-01071; 341-14-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .